Manufacturer narrative:
H.6. Investigation: a device history report was conducted for lot number 8110831. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally the device that was returned to us by your facility, was subjected to leakage testing; the leakage that was observed, was seen flowing out of a small cut in the extension tubing. Our engineers attempted to duplicate this event by testing the interaction between the extension tubing and the connected pinch clamp. After thirty iterations of this testing our engineers were unable to duplicate the reported failure mode. Unfortunately based on our results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system (non-dehp) 22 g x 0.75 in. Experienced leakage during use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system (non-dehp) 22 g x 0.75 in. Experienced leakage during use.